Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the head and liner were exchanged. Doi: unknown. Dor: (B)(6) 2023. Affected side: right hip.

Event description:
Medical records received. Patient's revision total right hip athroplasty with exchange of the femoral head and acetabular liner. Removal of the right hip acetabular screw (deep hardware). Synovectomy for debridement of metallosis but no infection. Revision multiloculated fluid collection seen arising from the patient's hip prosthesis. Severe metallosis w/ pseudotumor formation. Increased cobalt lvl. Athralgia of the right pelvis/hip/femur. Deep pain in the greater trochanter on the right. Proximal right thigh pain. Symptoms since 2006. Epiphyseal osteophytosis is seen. Hpf pathology specimen report shows extensive fibrinoid necrosis of vascularized tissue w/ associated hemorrhage. Adverse local tissue reaction related to his mom implants. The patient had a right hip aspiration on (B)(6) 2023 where no fluid was aspirated. Doi: (B)(6) 2005. Dor: (B)(6) 2023. Right hip.

Manufacturer narrative:
Product complaint # - (B)(4). Investigation summary: no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Updated 17may2024. No device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: h9: recall number provided.